Manufacturer narrative:
This report is submitted on september 15, 2020.

Event description:
Per the clinic, the patient experienced a wound breakdown, infection, and extrusion at the implant site. The patient was treated with oral and IV antibiotics, and the device was explanted on (B)(6) 2020. It is unknown if there are plans to reimplant the patient with a new device as of the date of this report.